Event description:
An instinct plus¿ endoscopic clipping device malfunctioned. The clip was in the patient through the scope and would not open to be used. It was pulled back out of the scope intact. Four other instinct plus clips were deployed and visualized at the cecum polyp removal site.